Event description:
Customer reported that the head end jack was drifting. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.